Manufacturer narrative:
Engineering analysis: the specific units from the complaint were not returned for evaluation. Six (6) units from the same lot of drains (232463) were pulled from stock and tested for bellows function. Units were set up per instructions for use (IFU) and with a setting of (80 mmhg suction level). All the bellows extended past the indicator under vacuum, but some of the bellows were extended at an angle. This is an indication that suction was adequately provided, as intended by device design. The angled bellows in no way affects the function of the device. The bellows is only an indicator of applied suction and does not affect the function of the device. Engineering summary/conclusion: the root cause was faulty interpretation of the bellows function by the user. Extension of the bellows indicates suction is applied to the device and patient.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2016-00139 and 1219977-2016-00140.

Event description:
Report received stated that an oasis drain would not evacuate air when connected to the patient. The bellows appeared not to completely expand to the indicator mark or beyond as stated in the instructions for use (IFU). Another chest tube and drain from a different lot was used without any issues.